Event description:
Defective keyboard device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich and its investigation was performed by our local technical team. Following keypad test, the ""silence alarm"" and ""start ok"" buttons were found not functionnal. The reported event has been reproduced. Nothing was found during external or internal check that could have been at the origin of the issue. Upper housing with keypad was replaced and keypad test was carried out successfully.

Event description:
Defective keyboard.